Event description:
It was reported to philips that during testing, the device will charge without the charge button being pressed. The charge button may be stuck. The device was not in use on a patient.